Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent wire was confirmed but the exact cause was unknown. The product returned for evaluation was a 0.018¿ x 35cm guidewire (within hoop) and several kit components. The distal tip of the guidewire was confirmed to contain a kink 1.6cm from the end. Brown/yellow colored usage residue was found on both ends of the wire. Microscopic examination of the wire at the kink region showed that a single coil was disjoined from the surrounding coil wire. No potential evidence that supported a root cause to the event was seen while examining the site. No review of manufacture records could be performed as the implicated product lot was not provided by the complainant. Since no evidence was observed which indicated a root cause, the cause was ultimately unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after open the package, it was found that the tip of the guide wire is bent (B)(6) 2018. Returned wire is kinked.